Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2001 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and mesh was used. The patient experienced multiple complications, including erosion, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with colonoscopy; due to vaginal prolapse, mesh erosion, and vaginal bleeding. It was reported that the patient had anterior vaginal mesh placement (in 2011), cystoscopy ((B)(6) 2012), and had right mandibular adenectomy ((B)(6) 2013).

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure in order to treat cystocele and enterocele and mesh was implanted. It was reported that post implantation, the patient experienced pain and bleeding. It was also reported that the patient underwent excision of eroded mesh on (B)(6) 2012 and mesh revision on (B)(6) 2012. (B)(4).